Manufacturer narrative:
(B)(6). Reported event of band failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was still intact when removed from the ligator head and attached to the trip wire loop. The trip wire was secured in the handle assembly slot with the excess wire wound around the spool. The handle assembly was examined and found the trip wire wound into four revolutions around the spool. The trip wire was also found caught between the spool and the handle bracket. Two blue bands (the first and last bands) had been deployed/detached and were not returned while the remaining five bands were moved out of position. There was a slight score mark noted between the teeth of the ligator head. Functional evaluation of the handle was performed and found the handle knob was able to rotate at 180 degrees with an audible click heard during actuation. No issues were noted with the handle assembly. Based on the condition of the returned device, the reported failure was confirmed. Given the condition of the returned device, there isn¿t enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly and manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01806 and manufacturer report #3005099803-2014-01805 for the associated device information. It was reported to boston scientific corporation that two speed band superview super7 devices were used during a ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band on the first device; however, the band failed to deploy. The physician removed the device and noted that six of the bands hadn't moved and the seventh band was broken and detached from the ligator. The physician changed to the second device but same problem occurred. The procedure was completed with another speed band superview super7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01806 and manufacturer report #3005099803-2014-01805 for the associated device information. It was reported to boston scientific corporation that two speed band superview super7 devices were used during a ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band on the first device; however, the band failed to deploy. The physician removed the device and noted that six of the bands hadn't moved and the seventh band was broken and detached from the ligator. The physician changed to the second device but same problem occurred. The procedure was completed with another speed band superview super7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.